Manufacturer narrative:
This event occurred in (B)(6), the device is also marketed and sold in the u.s. This investigation is ongoing, invacare is filing in an abundance of caution. The device has not been returned, and no further patient information has been released. Should additional information become available, a supplemental record will be filed.

Event description:
The end user¿s son reported that the front wheel of the symphony rollator fell off and the end user is now bed-ridden with severe pain.